Event description:
The nellcor easycap ii etco2 detector did not change color during patient use. It was removed from the patient and replaced with another easycap ii etco2 detector. There was no need to reintubate the patient. There was no adverse event.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample we are unable to determine the cause for this specific event. (B)(4). (Also reference 2 of 2, 2936999-2013-00656).